Manufacturer narrative:
The customer¿s stated issue of ¿free flow¿ was not confirmed. A ¿partial patient side occlusion¿ was confirmed through a review of the device logs. The log review found no programming errors that would explain a report of free flow. The returned pump modules (B)(4) both show a partial patient side occlusion 18 and 38 seconds respectively after each of their infusions were started. During the reported event timeframe, the device was not programmed to infuse drug ID 4 (potassium chloride 30meq/l) at 75 ml/h, both infusions were started with drug ID 1 (IV fluids) at 500 ml/h with a vtbi of 15 ml during that time. Functional testing consisting of rate accuracy testing, analog sensors, and occlusion testing performed on the source pump module (B)(4) found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause of the customer¿s complaint for pump module (B)(4) was not definitively identified in this investigation.

Event description:
It was reported that IV pump modules on both sides were alarming "partial occlusion" when the IV fluid dextrose 5% water (d5w) in 0.45% sodium chloride with potassium chloride 30meq/l 1,000ml was being set up with an infusion rate of 75ml/hr. It was observed that the device were giving "partial occlusion" alarms even though all clamps were open and pump tubing was set up correctly. It was noted that the module with serial number (B)(4) was also "free flowing", dripping even when pump was turned off, while the other module with serial number (B)(4) was not "free flowing" but it was just giving occlusion alarm. All involved devices, IV tubing, and IV bag were sequestered and taken out of circulation. There was no patient harm as the event occurred during set up and the IV tubing was not attached to the patient.